Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a vertically separated shape at the middle part upon first inflation at 5 atmospheres within 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.